Manufacturer narrative:
Evaluation: needle holders which have been repaired, show a little bigger tendency to break than brand new ones, if the carbide metal was changed. This problem is well known to us. But nevertheless even the strength of a repaired needle holder is strong enough to last with proper handling. Whether the handling was improper or not cannot be ascertained. It concerns a forced fracture caused by a mechanical overload situation. Despite several requests we did not receive info regarding the pt's condition.

Event description:
Country of complaint: (B)(6). The tip of the needle holder broke off intraoperatively. The possibility, that the tip fell into the pt cannot be ruled out.